Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable pacemaker cardio/defib (B)(6) 2007; 5034 implantable pacing lead (B)(6) 1996; 5534 implantable pacing lead (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. Therefore the pace/sense portion of the rv lead was capped and the defibrillation portion of the rv lead remains in use. No patient complications have been reported as a result of this event.